Event description:
The pump was returned for investigation. Investigation revealed that the ok button contact was inverted, the display screen was dim and discolored, and the pump vibration motor contacts were misaligned. This report is made based on results of investigation completed on 06/19/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/19/2015 with the following findings: there was no damage found to the keypad cover. The ok keypad button was over-responsive. All other keypad buttons responded normally to button presses. The keypad cover was removed and investigation revealed that the ok button contact was inverted. Investigation revealed that the display screen was dim and discolored. The pump¿s vibration functions were not working during investigation. When the pump was opened, investigation revealed misaligned vibration motor contacts. (B)(6).